Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient reported blood glucose results of 165 mg/dl with a lifescan meter and 116 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. On (B)(6) 2004, the patient tested his blood glucose and received 168 mg/dl and did not experience any symptoms at the time of testing. He took 2 more units of insulin (20u, instead of the 18 units set amount) after attempting to use the meter. An hour later, he felt dizzy and his legs were trembling and contacted the md. Md went to the patient's house and did not test the patient and gave the patient glucose.